Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k/PMA/bla number k153730.

Event description:
The customer reported false negative alinity I syphilis tp generated from alinity I processing module and provided the following data: initial result was 0.98 s/co (non-reactive) and retest result was 0.99 s/co (non-reactive). When tested with colloidal gold, the result was positive. When tested with tppa the result was weakly positive. The sample was further tested and the results were 1.01 s/co (reactive), 0.97 s/co (non-reactive), 0.93 s/co (non-reactive), 0.94 s/co (non-reactive), and 0.96 s/co (non-reactive). When tested on another analyzer, the resutls were 1.03 s/co (reactive), 1.01 s/co (reactive), and 1.05 s/co (reactive). When tested on the snibe platform, positive results were generated. The customer recalibrated and then retested the sample, resulting in reactive values of 1.54 s/co, 1.55 s/co, and 1.31 s/co. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.